Event description:
Customer reported problems with disconnection at the cannula/gripper and in home care situations and in the hospital. Nurse feels name is misleading because there is no "locking" action. In one incident a twelve year old at home experienced disconnection of the rf-150 from the injection port during an infusion of lipids, and the solution soaked the bed. No pt injury, but pt did not receive all of her infusion.